Manufacturer narrative:
Analysis inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 244 mg/dl and the sensor glucose was 55 mg/dl. The customer blood glucose at the time of the call was 190 mg/dl. The customer state the sensor and blood glucose discrepancies is reoccurring. The insulin pump will go into suspend, causing her to restart the pump, which leads to sensor malfunctions. The sensor will be returned for analysis.